Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted in resetting the pump. The issue did not recur, allowing the customer to continue using the pump. The caller acknowledged the instructions to call back if the malfunction recurs.